Manufacturer narrative:
One cadd solis hpca pump was returned for analysis with a damaged lens and the tamper seal missing. Functional testing was performed, and the unit passed the accuracy test. The report of the unit failing accuracy testing was no duplicated.

Event description:
Information was received that this smiths medical cadd solis hpca pump "failed accuracy". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.